Event description:
The manufacturer received information alleging a trilogy evo lcd screen was cracked and unresponsive. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The evaluation has not yet been performed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a trilogy evo lcd screen was cracked and unresponsive. There was no harm or injury reported. The device was returned to a third-party service center for evaluation, and the customers complaint was confirmed. The device's lcd screen was replaced to address the issue. Additionally, during the evaluation, multiple components were replaced due to excessive dust contamination. There was no allegation the contamination caused any malfunction. The device was tested and passed all final testing.